Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. A1. Patient information: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "on (B)(6) 2016 during the primary surgery there was pressure adjustment failure. Revision surgery was performed on (B)(6) 2018 in which under drainage occurred and additional fluid was added to control the process." The patient condition was monitored. There was no patient information provided at this time. Patient information will be forwarded once it is available.

Manufacturer narrative:
Investigation: visual inspection: the visual inspection revealed scratches on the outer housing of the progav 2.0 valve, yellowish liquid/deposits inside and punctures to the membrane of the reservoir, and holes in the catheter. No signs of damage or deformation to the shunt assistant were observed. Permeability test: a permeability test has indicated that both progav 2.0 and shunt assistant valves have blockages. The reservoir was shown to be permeable. In addition, the pumping function of the reservoir was shown to operate as expected. Adjustment test: the progav 2.0 valve was tested and is not adjustable throughout the normal range. Results: we have dismantled the valves. Inside both the progav 2.0 and shunt assistant valves we have found significant build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of under-drainage. We are however able to substantiate the claim of occlusion of both the progav 2.0 and the shunt assistant, likely due to the deposits observed inside the valves. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants.